Manufacturer narrative:
H10: of the 61 malfunctions, lot numbers were provided for 54 devices and lot history reviews will be performed. None of the 61 devices are expected to return; therefore the investigation of these malfunctions is inconclusive for self-activation as no objective evidence has been received to confirm any alleged deficiency with the device. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: d4(corporate lot number: rebx0062, recp2400, unknown), h6 (patient code: 2645) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 61 malfunctions. A review of the reported information indicated that model mc1616 biopsy instrument allegedly experienced self-activation or keying. This information was received from various sources. Of the 61 malfunctions, one did not involve patients, and 60 involved patients with no reported consequences. The 60 patients ranged from 34-78 years of age and 40-72 kgs. Of the reported patients, 50 were male and 9 were female. The age, weight, and sex was not provided for one patient.

Manufacturer narrative:
H10: of the 61 malfunctions, lot numbers were provided for 55 devices and lot history reviews will be performed. None of the 61 devices are expected to return; therefore the investigation of these malfunctions is inconclusive for self-activation as no objective evidence has been received to confirm any alleged deficiency with the device. The device is labeled for single use. H10: d4(corporate lot number: rebx0062, recp2400). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 61 malfunctions. A review of the reported information indicated that model mc1616 biopsy instrument allegedly experienced self-activation or keying. This information was received from various sources. Of the 61 malfunctions, one did not involve patients, and 60 involved patients with no reported consequences. The 60 patients ranged from 34-78 years of age and 40-72 kgs. Of the reported patients, 49 were male and 10 were female. The age, weight, and sex was not provided for one patient.

Manufacturer narrative:
Of the 61 malfunctions, 38 malfunctions are not expected to return a sample; therefore the investigation of these malfunctions is inconclusive for self-activation as no objective evidence has been received to confirm any alleged deficiency with the device. The remaining 23 malfunctions are expected to have their devices returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. (Corporate lot number: rebx0062, recp2400).

Event description:
This report summarizes 61 malfunctions. A review of the reported information indicated that model mc1616 biopsy instrument allegedly experienced self-activation or keying. This information was received from various sources. Of the 61 malfunctions, one did not involve patients, and 60 involved patients with no reported consequences. The 60 patients ranged from 34-78 years of age and 40-72 kgs. Of the reported patients, 49 were male and 10 were female. The age, weight, and sex was not provided for one patient.